Event description:
User facility reported that following an uneventful novasure endometrial ablation, the patient returned with a bowel burn. During follow-up in 2009, it was reported that no uterine perforation was seen on post ablation hysteroscopy, four days prior to event, but a fluid deficit was noted. It was reported the physician believed the deficit was due to "absorption". An essure contraceptive procedure was attempted immediately following novasure but was abandoned due to poor visualization of the fallopian ostia. Additionally, it was reported that four days later, the patient was admitted to the emergency room, with an "acute abdomen" and was taken to the operating room for a laparoscopy. A bowel injury was seen "10cm proximal to the terminal ileum" and was "3mm in size". No uterine perforation was noted. The bowel injury was sutured and the patient was discharged home four days later. During follow-up the following month, the physician reported the patient "is currently doing fine".

Manufacturer narrative:
The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device was not provided by the complainant, therefore, the manufacture date is not known. Two radio frequency controllers were returned for evaluation because the facility did not know which of their 2 controllers was in use during this event. The device was manufactured in 10/2007. The second device was manufactured in 09/2007. The evaluation codes that appear in this section reflect the results of the analysis of both returned radio frequency controllers.